Event description:
It was reported that an error message occurred. The target lesion was located in the coronary artery. An angiojet spiroflex was used in a thrombectomy procedure. During the procedure under thrombectomy mode, it was noted that a check saline supply error message occurred and saline was pooling at the base of the catheter pump. Another angiojet spiroflex was used but still the same issue occurred. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an angiojet spiroflex catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed multiple bends and kinks. Functional testing was attempted per the instructions for use. The pump was inserted into the ultra drive unit console. The pump and device primed and ran as designed for 120 seconds in the thrombectomy mode. The devices pressure was within the normal range. The device functioned as design with no abnormalities noticed. No leaks were noticed during functional analysis. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that an error message occurred. The target lesion was located in the coronary artery. An angiojet spiroflex was used in a thrombectomy procedure. During the procedure under thrombectomy mode, it was noted that a check saline supply error message occurred and saline was pooling at the base of the catheter pump. Another angiojet spiroflex was used but still the same issue occurred. No patient complications were reported.